Event description:
Health professional reported an alleged port leak. The alleged leak was noticed when the health professional performed a fill on the pt and immediately aspirated the fluid finding the volume to be significantly less than the fill volume. An "upper gi" esophagram was performed to confirm the leak.

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2010. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as the type of connector associated with this complaint because, no serial number was given. Visual examination may determine the connector type associated with this report. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."